Event description:
It was reported that the patient received inappropriate high voltage therapy for a slow vt that was incorrectly classified as vf due to some intrinsic beats falling within the refractory period of the device. The device was reprogrammed, and was later explanted and replaced for a system upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.